Event description:
This is report 3 of 5 for the same event. It was reported that during a total knee arthroplasty surgical procedure, it was observed that three robotic assisted saw assembly saw interface left (sasi) devices and two robotic assisted saw assembly saw interface right (sasi) devices right had excessive movement and were making completing the surgery difficult. It was reported that the user had to reposition the robot to continue with the cuts. The reporter stated that another sasi was used and there was no excessive movement observed. It was reported that there were no delays in the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.UDI: (B)(4). Device manufacture date is unknown. The device serial or lot number is unknown.concomitant medical devices and therapy dates, saw handpiece device and robotic assisted saw interface devices right and left, (B)(6) 2022.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the complaint could be confirmed. The assignable root cause could not be established. The reported condition of connection issue is being addressed through CAPA. A manufacturing record evaluation was performed for the finished device no non-conformance related to the reported event was found.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. D4, h4: the device lot number and manufacture date were unknown in the initial report and have been updated accordingly. The device UDI has also been updated. UDI: (B)(4).